Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D1, d2, d3, d4, g4 ¿ 510k: this report is for an unk - constructs: 3.5 mm lcp plate/screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. E1: (B)(6); h3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: this report is being filed after the review of the following journal article: shimamoto, y. Et al (2023), comparative outcomes of anterior and posterior plating for distal-third humerus shaft fractures, j hand surg am xx.xx., pages 1.e1-1.e8 (japan). This retrospective multicenter study was conducted to investigate and compare the clinical outcomes of anterior and posterior plating in distal-third hsfs and the incidence of complications including iatrogenic radial nerve palsy. Between 2011 and 2020, a total of 50 patients (31 male and 19 female) with a mean age of 45.9 years were included in the study. These patients had distal-third humerus shaft fractures (hsf) who were treated by orif with anterior plating using a single 4.5mm narrow lc-lcp, or orif with posterior plating using a 4.5mm narrow lc-lcp or a 3.5mm lcp. All patients were divided into two groups; group a (anterior plating) with 20 patients (11 male and 9 female) and a mean age of 54.3 years, and group p (posterior plating) with 30 patients (20 male and 10 female) and a mean age of 37.5 years, both with a mean follow up of 11.9 months and 12.4 months respectively. The following complications were reported as follows: group a 2 patients had plate removed group p 4 patients had postoperative radial nerve palsy 6 patients had plate removed this report is for an unknown synthes narrow lc-lcp, and unknown synthes lcp this is report 2 of 2 for complaint (B)(4).